Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd fluid. A day after the event onset the patient was hospitalized due to the events. Two days after the event onset, the patient was treated with amikacin injection (125mg, intravenous, once daily, discontinued after nine days) and targocid injection (400mg, intravenous, once daily, discontinued after nine days) for peritonitis. At the time of this report, the patient was discharged from the hospital and has recovered (13 days after the event onset). Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.